Event description:
The device was used during a low anterior resection procedure, reportedly, the staples did not form properly and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.